Manufacturer narrative:
The reported failure of trilogy evo ventilator battery charging issue is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator in use with a hospitalized patient had a "ventilator service required" alarm occur while in use with a patient. No harm or injury was reported. The philips sales representative went to the hospital and replaced the hospital's ventilator for the reported issue and retrieved the subject ventilator for investigation. On device investigation, the reported "ventilator service required" alarm was duplicated during the initial evaluation. Review of the device error log revealed critical error code e-059 which indicates an event where the internal or detachable li-ion battery is not charging due to a hardware fault. In this instance, investigation determined the detachable battery required replacement to address this issue as the system could not charge the internal battery.